Manufacturer narrative:
The stm noted that prior to his arrival, the customer is getinge trained and had already replaced the condensation removal module (crm), safety disk and blood back tubing. The stm completed the repairs by replacing the reservoir assembly (0202-00-0127), purge valve assembly (0104-00-0026) and the insulation pad (0349-00-0301). The stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), blood was observed in the cs300 intra-aortic balloon pump (iabp). There was no patient involved.